Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being a new user to the insulin pump and the settings are too low. The customer's blood glucose reading was 250 mg/dl yesterday and 300 to 400 mg/dl today. Troubleshooting advised customer of reservoir usage and the bolus feature. Customer indicated that there would be a follow up call to his care manager and no further assistance was required.